Manufacturer narrative:
(B)(4).

Event description:
It was reported that one hour and a half after the system implant procedure was successfully completed the patient deceased. There were no complications during the procedure. The cause of death was unknown and the patient's family declined an autopsy. The physician did not suspect that the death was device related. No additional information was reported.

Event description:
New information reported stated that the physician stated that the patients cause of death could have been a pe-possibly a pulmonary embolism. Since the patient's family declined an autopsy, the cause of death will not be confirmed.